Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance for approximately two years. The ra lead was unable to capture in the right atrium and a lead fracture was suspected. During the patient's prophylactic generator change, the extraction of the ra lead was attempted but could not be performed due to patient anatomy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.